Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported capsular contracture baker grade lll. This relates to the left side. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Cont. E.1 phone number:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade lll" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade lll.

Event description:
Healthcare professional reported capsular contracture baker grade lll. This relates to the left side. Device has been explanted and replaced with a non allergan device.